Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the tip of the I-blade broken and not returned. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damage to the jaw. The condition of the I-blade prevented the functionality of the jaw. The jaw was unable to open and close. However; no yellow alert screens were displaying during testing. The broken I-blade prevented the jaw from opening and closing. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic myomectomy the doctor¿s work was technically correct and small bites were slowly sealed. He did not always wait till 3rd tone since a vascular tissue was dissected first. I informed the doctor to keep the energy button activated whilst removing the jaws from bloody tissue to decrease chances of tissue tear after it was sealed. Enseal worked beautifully to ¿enter¿ and dissect ¿ problem occurred when fibroid was already dissected and error on gen11 showed: reposition and reactivate energy. I asked scrub nurse to clean jaws by carefully taking out the tissue. The doctor tried again and error occurred once more. Whilst the product was outside the patient the jaws showed trouble by not being able to open. When jaws opened, the doctor showed me the I-blade move to the tip of distal jaw without the top mobile jaw being able to close. (Potential danger: cut without compression). I immediately informed the doctor that this was incorrect and asked doctor to use alternative energy (bipolar hook) to continue whilst our device was removed from sterile environment and prepared for product complaint hand in. This is a major potential hazard as a part of the top I-beam is not intact and does not close the top jaw.